Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegations were not confirmed. There were no issues with the device noted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
It was reported to olympus that the evis exera iii xenon light source had a b30 (scope communication error) error and a e216 (scope detection error) error during inspection for use for a diagnostic procedure. The facility finished the procedure with a similar device. There were no reports of patient harm reported with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction of b30 - scope communication error.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of errors b30 and e216 could not be determined. Olympus will continue to monitor field performance for this device.